Event description:
It was reported that since implant, the patient has had difficulty walking. She never had therapeutic effect. She couldn't drive because her leg couldn't push the gas pedal. There was a twitching sensation at the ins site and a burning sensation at the ins and lead sites that spread to the legs causing the patient to have difficulty walking. The patient was relying on a cane and couldn't get in or out of a chair without help. Several reprogramming sessions were unsuccessful and the patient turned the device off six months ago. Further information is being requested from the hcp.